Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the site had two sentinel events with unknown root cause. No other clinical information or medical intervention was reported. Based on this information, it cannot be determined whether the noted sentinel events were related to a philips device and attempts to obtain additional informational information will be performed.

Manufacturer narrative:
Philips received a complaint on the avalon us transducer indicating that the site had two sentinel events with unknown root cause. No other clinical information or medical intervention was reported. Based on this information, it cannot be determined whether the noted sentinel events were related to a philips device. Multiple attempts were made to obtain information regarding the circumstances of the event, patient impact, device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. Based on the information available, the cause of the reported problem was not able to be established. The reported problem was not confirmed. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided.